Event description:
Reporter alleged the expiration date on the test strip box does not match the date in the manufacturer's electronic inventory system. Reporter stated there was no treatment received as a result of the alleged event. A request was made for the return of the suspect product and replacement product was sent.